Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since they got the device, it was not doing its job right. Patient stated they didn't know if they had to change their programming. Patient also stated that 1-2 days after it was inserted, they started getting pains down below. Patient said they thought it was a uti infection and they started taking meds, but it didn't clear up and each day it gets worse. Patient mentioned that they no longer think it was a uti because it didn't make them want to go pee and it didn't hurt when they pee, but "their insides were coming out" and when they walk a lot or lift something, it hurted. Agent asked patient if they had made any adjustments to their therapy so far and patient stated no. Reviewed the option of turning the therapy off to see if that'd help relieve the pain but patient stated they called their obgyn and they didn't think it was related to the device and things were really bad that was why they put the device in and they couldn't go through that again. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since they got the device, it was not doing its job right. Patient stated they didn't know if they had to change their programming. Patient also stated that 1-2 days after it was inserted, they started getting pains down below. Patient mentioned that it didn't make them want to go pee and it didn't hurt when they pee, but "their insides were coming out" and when they walk a lot or lift something, it hurted. Agent asked patient if they had made any adjustments to their therapy so far and patient stated no. Reviewed the option of turning the therapy off to see if that'd help relieve the pain but patient stated they called their obgyn and they didn't think it was related to the device and things were really bad that was why they put the device in and they couldn't go through that again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B5: event description modified and coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.